Event description:
A dr wrote the following letter: "pt is an 80-year-old female who had valgus arthritis of predominantly the right knee. She underwent hyalgan injections after cortisone injections had failed. After each injection, she would have swelling in her lower legs. Initially, the reporter thought this was related to mild congestive heart failure and fluid retention problems of her health status. However, after the fifth injection, she had total body edema, in her hands, arms, shoulders, legs, even some pulmonary edema. It was felt that this was a mild anaphylactoid reaction to the hyalgan. She was placed on steriods and, of course, the hyalgan was discontinued after the fifth dose, and this resolved. She seems to have fully recovered from this, but it appears to be significant allergic reaction to hyalgan." Follow-up letter rec'd from the reporter on 22 jan 1999: "flare up of right knee pain after each of the 5 weekly injections of hyalgan. After 5th injection, swelling of entire body, pulmonary edema, (pt) had to rec'd diuretics and steriods." Editorial comment: the reporter considered the event serious (required intravention to prevent permanent impairment/damage). Accordingly, case is considered serious from 22 jan 1999. Corrective treatment: diuretics and steriods.